Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that does allege pump was under delivering and experienced high blood glucose. The customer¿s blood glucose level was 240 mg/dl. Customer's current blood glucose is 248 mg/dl. Customer states that auto mode was not active. The customer was treated with insulin pump. The customer declined troubleshoot for high blood glucose. Customer has been using insulin pump system within 48 hours of reported high bg event. The insulin pump will not be returned for analysis.